Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified on the companion sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a minicap extended life pd transfer set where there was a separation between the dark blue female connector and the light blue main body of the twist clamp. This was further described as, ¿the dark blue part of the transfer set unscrews when trying to make a disconnection¿. This occurred during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.